Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient not showing on station. A technical support specialist (tss) dialed in to the server, checked the affected patient, and confirmed that the patient had been discharged. Fse called the customer and spoke with nurse and nurse also confirmed that the patient had been discharged. The customer had no other issue where a patient was not showing up on the station. The customer advised that we could close the case since the patient had been discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient was not showing on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient was not showing on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.